Manufacturer narrative:
An investigation was completed: it was reported on (B)(6) 2025, that during a procedure the brevera system (B)(6) and brevera driver (B)(6) began experiencing a driver error. The tech said there was a loud pop when the needle fired, and samples were unable to be collected. The procedure was aborted, and the patient was rescheduled. Afterwards, the system was rebooted and no error was seen. The dispatched fse was unable to replicate the errors seen. System and driver were operating according to manufacturer specifications. Patient impact was reported as the patient was rescheduled. Neither the brevera system nor the brevera driver used in this complaint were returned for investigation. Further investigation could not be performed as parts were not returned to pmqa. Since no parts were returned, a definitive root cause could not be determined. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the most probable root cause for the reported error codes is related to the needle not firing its fully designated firing distance. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken. Click or tap here to enter text. Conclusion: as no parts were returned to pmqa for investigation, root cause for the reported issue was unable to be determined. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, and the cannula forks jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Device history record (DHR) review: driver serial number: (B)(6) driver sku: brevdrv system serial number: (B)(6) driver manufacture date: 10/3/2024 driver installation date: (B)(6) 2024 UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections. No deviations are mentioned within the DHR.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the at the time of this report. A follow up MDR will follow with the information once the investigation is completed. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer heard a loud pop when the needle fired and a driver error appeared on the console. They were unable to complete the procedure and the patient was rescheduled as they did not want to use a different needle. The system was rebooted and no errors observed.